Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 150 mg/dl and their sensor glucose read 49 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported receiving a calibration error alert. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used enlite sensors, performed bicarbonate buffer test and one of two 2 sensors failed due to high readings. The remaining sensor passed per specifications with accurate readings.